Manufacturer narrative:
Other applicable components are: product ID 977c165, lot# va177um013, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer's representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient came into clinic on (B)(6) 2016 and stated they were not feeling stimulation in the left side as much as they would like to. A manufacturer's representative reprogrammed them and were able to obtain coverage. The physician ordered an x-ray of the lead to confirm that the lead had not shifted. On (B)(6) 2016 it was indicated the patient was not getting good coverage on the left side. Based on the image, which was received on (B)(6) 2016, the lead had shifted to the right. The physician was planning on scheduling a lead revision. No falls or incidents were reported to have caused the lead to shift, the reason for the shift was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.